Manufacturer narrative:
S/w version 5.3a. Retainer = black. Case type = ngp. Customer returned pump for an alleged pump error 37 alarm, keypad unresponsive/button error alarm, exposure to moisture, retainer ring damage, reservoir unable to lock into place and cosmetic damage located at the reservoir mouth found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Pump error 37 alarm was found in the history files on event date of jul 22, 2023 at 15:47:58. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2023 at 15:08:33. Pump received with damaged retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to damaged retainer ring. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, broken reservoir tube lip and partially broken retainer. Pump error 37 was confirmed in the history. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Critical pump error (open book image) alarm confirmed due to moisture damage on the pcba 1 and corroded battery tube. Unable to confirm keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a crack in the insulin pump as well as near the mouth threaded region of the reservoir with "stuck button alert" earlier, as well as "pump error 37 alert" prior to the moisture presence in the insulin pump due to the client swimming in the swimming pool, the retainer ring was damaged, and the insulin pump's lcd screen was damaged, making it difficult to read. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.